Event description:
It was reported that the programmer had intermittent telemetry failure. It was determined through follow-up that the radiofrequency programmer head was not changed out by the customer as part of initial troubleshooting so could not be eliminated as a possible source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of telemetry failure. Analysis did find the system fan noisy and the power cord bay damaged and both were replaced. It was further noted that the programmer took a long time to boot and the logs indicated an error, and the hard drive was reconfigured and the software reloaded to address. (B)(4).